Event description:
A medtronic abdominal stent graft system was implanted into a pt for the endovascular treatment of a 4.9 cm x 5.2 cm abdominal aortic aneurysm as part of a clinical trial. The aortic neck was 25-27 mm in diameter. It was reported there was a type 2b endoleak coming from a lumbar artery without change in the aneurysm size. There was a dissection of the distal descending thoracic aorta extending into the region of the diaphragmatic hiatus. Recently, the pt presented emergently with neck pain and was found to have a proximal type 1 endoleak and no stent graft migration. The aneurysm is currently 10 cm in diameter and this was attributed to neck dilatation to 30-31 mm in diameter. The thoracic-abdominal aorta has also dilated. The decision was made to place a talent aortic cuff proximally, followed by performing a snorkel technique to achieve a seal at the level of the left renal artery. A viabahn stent was placed in the left renal; however, after implantation of the talent cuff the right renal artery was partially occluded. A palmaz stent was deployed in the right renal, as a preventive measure. No additional clinical sequelae were reported, and the pt is fine.

Event description:
Additional information was received. Approximately one month ago it was reported that the patient began experiencing abdominal pain. The patient went to the hospital and was found to have a large aortic abdominal aneurysm by CT. The patient refused any attempt at an intervention and requested hospice care. The investigator assessed this event to not be related to the study device or the study procedure.

Manufacturer narrative:
(B)(4). Results: arterial and venous occlusion, dilated aorta, pre-existing dissection. Conclusion: dilated aorta, pre-existing dissection.

Event description:
Additional information was received: it was reported that the patient died in a nursing home while under hospice care. The cause of death is unknown. The investigator assessed the event as not related to the device or procedure.

Event description:
Additional information has been received for this case. The patient went to the hospital and was found to have a large aortic abdominal aneurysm by CT. The patient refused any attempt at an intervention. The patient received hospice care. It was reported that the death certificate states the cause of death as aneurysm rupture.

Manufacturer narrative:
(B)(4).